Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered an event where one infusion set felt loose during use, that led to bg level raised upto 146 mg/dl, on (B)(6) 2024, after being used for 1.5 days. Patient had no infusion sets left to do a replacement but had an insulin pen available to manage bg. No further information available.